Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0qqcd, implanted: (B)(6) 2015-, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s left hip and left thigh had red bumps and itching for a couple of weeks. The incision area had been painful since implant. The patient called their health care provider¿s (hcp¿s) office and they put them on hold for a long time. The therapy was ¿providing sometime and getting more than 50 percent relief.¿ it was later reported that there was not a 50 percent or greater symptom reduction. None of the components were involved in the reported event. The patient was diagnosed with shingles. The troubleshooting done to provide insight to the issue was that the patient saw a dermatologist. The cause of the event was determined and it was not device related. The patient was not recovered with shingles ongoing. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.